Manufacturer narrative:
The device was evaluated at the complainant's site by an authorized field technician. A visual and functional evaluation was conducted and the alleged issue was not duplicated during evaluation. The tech went over all functions and the cot was operating according to manufacturer's specifications and no malfunctions were detected. The cot was returned to service. No further information received pertaining to the medic's alleged injury.

Event description:
Complainant alleged that while removing the cot with a patient from the ambulance, the legs of the cot folded when weight was applied. As a result, the medic allegedly sustained injury of lower back strain. No injuries to the patient were reported.

Event description:
Complainant alleged while removing the cot with a patient from the ambulance, the legs of the cot folded when weight was applied. A medic at the side of the cot attempted to catch the cot as it lowered and alleged slight discomfort in his lower back but did not seek medical intervention for the alleged injury.